Event description:
It was reported that the asymptomatic patient presented for follow-up with high pacing impedance exhibited by the right ventricular lead. Programming interventions were made. The patient was stable.

Event description:
New information received noted that the lead was explanted and replaced due to a rise in pacing impedance. The patient was stable.